Event description:
Customer reported an occlusion alarm and multiple previous occlusion events, all resolved by changing the infusion set and cartridge and resuming insulin. There was no adverse impact to the customer's blood glucose level.